Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. The patient was brought into clinic for follow up and no alert was seen. The patient would be continued to be monitored. Further information was requested, but not yet available.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
New information received indicating that the patient presented for procedure on (B)(6)2022. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device had normal telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.